Event description:
The reported stated that the technician ejected a micl 12.1 single piece implantable collamer lens came out of the cartridge pre-maturely due to a technical error. The lens was reloaded and the surgeon was advancing the lens which became stuck in the cartridge. No patient contact or injury.

Manufacturer narrative:
H6: a visual inspection of the returned product shows the lens is inside the cartridge. There is no visible damage to the cartridge which has clear surgical residue on it. It should be noted that the injector was not received.